Event description:
There were two events reported with the same issue. The needle which came with the ssv kit would not accept any wire (2 wires attempted). The nurse had to restick the patient with another needle. Three days later, the guidewire that came with the sheath would not pass through the access needle that came with the sheath. Again, the patient required a second access stick with a new needle. Neither patient was harmed, but the entire lot was pulled from the shelf and returned to the manufacturer.